Manufacturer narrative:
UDI number: na. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the top thread of a pedicle screw sheared off during rod manipulation within surgery. The pedicle screw was removed and replaced with an alternative pedicle screw to complete the procedure without reported patient impacts.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned screw was examined. A portion of the threads had been fractured off, indicating that the reducer was not properly aligned with the closure top causing the cross-threading. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the top thread of a pedicle screw sheared off during rod manipulation within surgery. The pedicle screw was removed and replaced with an alternative pedicle screw to complete the procedure without reported patient impacts.